Event description:
Report received indicated that while product was being taken out of package the stent prematurely deployed. Product was not use in-patient and there was no patient injury. This event is being reported because had it occurred in the patient, it would be reportable. No other information is available to date. This product has been returned for evaluation and testing, however, the engineer's report is not yet completed. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni